Event description:
During the procedure, the prograsp forceps no longer opened and closed properly, per surgeon. No injury was caused to the patient. A new instrument was obtained and replaced the broken one.